Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed- in the cleaning tank there was an accumulation of white residue. The customer suspected that gauze used by the facility contributed to the issue. Additional information obtained identifies that during the device being reprocessed, foreign material was found while cleaning other devices. The foreign material deposited on the cleaning tank top cover. There was no known damage to the oer-3, and the pipelines in the equipment have not been replaced. The insertion site was wiped, the forceps/suction channel was aspirated, and air and water were pumped. The outer surface of the endoscope was wiped with gauze, brushes or a sponge and the inside of the channel was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported (on behalf of the customer) that the olympus endoscope reprocessor (oer-3) while cleaning and disinfecting the evis lucera gastrointestinal videoscope (gif-h260), white scum material accumulated in the cleaning layer. Additionally, when the olympus endoscope reprocessor (oer-3) was empty and moved after cleaning, the white scum material appeared. After washing 5-6 times, the material stopped coming out. The white residue was sticky but after a few days, the stickiness was gone. The customer suspected that gauze used by the facility contributed to the issue. The issues were found during reprocessing for a diagnostic procedure that was completed with the same device. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. As a result of machine analysis, the white material was found to be different from gauze or cotton swab, but similar to the valve of the valve unit inside the pump head of the channel pump, or chemical solution pump. The chemical solution may have flowed into the cleaning tank during the process of pouring the disinfectant. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿endoscope or ancillary equipment related to endoscope break easily as the number of cumulative use cases increases, or period of use gets longer. The device requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in this manual. If any irregularity is observed, do not use the equipment and inspect it as described in 8.1, ¿troubleshooting guide.¿ if the irregularity is still present, the equipment must be repaired prior to next use.¿ olympus will continue to monitor field performance for this device.